Manufacturer narrative:
H3. Analysis of the b31000 burr hole device found no anomalies. The returned support clip and cap were assembled with a known good lab base and lead. The cap could hole the clip and lead in place without detected movement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause was unknown.

Event description:
It was reported that the base of the burr hole device was installed and the lead was inserted into the brain. When attempting to secure it with the support clip, the locking tab was lying flat so it failed to function as a stopper after the shutter valve was closing. When trying to attach the cap, the shutter of the support clip completely opened. Attempts were made to adjust the angle using centering tools and equipment to position the valve, but this did not resolve the issue. The problem was resolved by providing a spare product as a replacement, which allowed for secure fixation. The operation then continued and was completed without further issues. The issue was resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Other medical products in use during the event include: brand name: sensight, product ID: b31000 (lot: 082t19323), product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b31000 lot# 082t19323 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.